Event description:
It was reported that the bd q-syte¿ needle-free connector experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the q-syte and syringe connection. During infusion, a saline solution was injected and leaked from the side. The leakage was from the q-syte and syringe connection.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit with no product documentation to indicate the reference or lot number. Additionally, three photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that the septum top disk was separated from the top body rim. The unit was functionally tested for leakage and no leak was identified when the unit was adequately actuated. However, if the septum was pushed in during connection, the septum would not actuate, and leakage was observed. The reported issue was confirmed, however we could not confirm if the damage observed occurred in the manufacturing setting or user environment. The unit was dissected and microscopically inspected. Inspection found no tears to the septum, confirming that the leak was solely a result of the top disk being separated from the top body. Adhesive residue was found along the entire rim of the top body. However, only small portions of the underside of the top disk, showed signs of adhesive residue. The fact that adhesive is present on one component and not the other makes is possible that the components were not properly adhered during manufacturing. It is also possible, however, that the components were separated during use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ needle-free connector experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the q-syte and syringe connection.during infusion, a saline solution was injected and leaked from the side. The leakage was from the q-syte and syringe connection.